Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 05/2025).

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly twisted. It was further reported that the device allegedly had inflation issue. The procedure was completed using another device. There was no reported patient injury.